Event description:
Customer stated that insulin leaked out of the reservoir and into the pump. Customer stated that it was difficult to connect the tubing to the reservoir in the first place. When she disconnected the tubing from the reservoir after removing it from the pump, the needle from the tubing stayed lodged in the reservoir. No further details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.